Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for failed back surgery syndrome leg/back and spinal pain indications. The reason for call was caller stated they want the stimulator removed because it doesn't do anything for them. Caller stated for 5 years since their accident their pain has constantly been at a level 8 out of 10 and nothing has ever helped it except the trial. Caller stated during the trial, their pain went down to a 4 out of 10, and they begged not to have the trial removed. Caller stated that they immediately went back to a level 8 after the trial was removed, and the permanent implant did absolutely nothing. Caller stated that they're in so much pain all the time, and it never gets better only worse when it's cold or when it rains. Caller stated they used to be so active but now they're just always in their lazy boy because they can't move. Caller stated they have suicidal thoughts but would never act on them because they have grandchildren to take care of. Caller stated that if they turn the stimulator off their pain gets worse. Caller stated they just want their stimulator and the 18 screws in their back taken out because nothing hel ps at all. Caller noted that in 2020 they were told that one of the screws in their backcame loose after a fall and no one ever touched it, so they just have a loose screw that might be causing all their pain. Caller added they have an appointment with their healthcare provider (hcp) and hope a manufacturer representative (rep) could be at the appointment. The patient was redirected to their healthcare provider to further address the issue. Pt called back and repeated therapy was not doing anything for them. Pt's pain was always on level 8. Ever since they put 6 screws in their back, their pain level went up and stayed there ever since. The only time the pain went down was during the trial. The trial took the pain away and it went down to level 4. Pt never felt so good. The permanent ins did nothing and pt wants it removed. One time pt talked to a rep and rep told pt to shut the device off and they will meet. Pt turned it off and the pain went through the roof 3 hours later. When pt turned stim back on, the pain went down to level 8 but pain did not go lower than level 8. Pt said 'with this pain in my back I am surprised I am still kicking'. Reviewed an email was sent to the field. Redirected to hcp. Rep reported the stimulator has never really helped with their pain since it was implanted. Patient wants to have the system explanted. Impedances elevated in #11,12. 11 is 31780 and 12 is 32190. Programming still covers areas of pain. Patient was on differential target multiplexed programming and switching to low dose. Issue is ongoing.